Event description:
Weerasak singhatanadgige, nattapat tangchitcharoen, stephen j. Kerr, teerachat tanasansomboon, wicharn yingsakmongkol, vit kotheeranurak, worawat limthongkul "a comparison of polyetheretherketone and titanium-coated polyetheretherketone in minimally invasive trans foraminal lumbar interbody fusion: a randomized clinical trial" world neurosurgery 168: e471-e479, december 2022. Doi: 10.1016/j.wneu.2022.10.006. Summary: comparision of patient-reported outcomes and radiographic outcomes between using polyetheretherketone (peek) and titanium-coated peek (tipeek) as an interbody cage in patients who underwent minimally invasive transforaminal lumbar interbody fusion (mis-tlif). Reported events: 1. Eighty-eight participants were assessed for eligibility. Two participants were excluded due to serious systemic diseases. Eighty six participants were randomized (43 in each group). Four patients (2 from each arm) were transferred to the private care before the 3-month follow-up and were excluded because they had no outcome data. In total, data of 82 participants were collected and analyzed. 2. The cage subsidence at 6-month postoperation was comparable between the 2 groups as follows: 66.6% (33 levels) in the peek group and 53.1% (26 levels) in the tipeek group. 3. Cage retropulsion occurred in 1 patient of the peek group. 4. One nerve root injury occurred in the peek group. The patient developed grade IV ipsilateral motor weakness of the great toe extension and paresthesia along the l5 nerve root after the operation. At the 6-month follow-up, the patient regained full motor power, but the numbness persisted. 5. Two patients in each group had iatrogenic dural tears, which were directly repaired intraoperatively, and no further management was required after the operations. All patients followed the standard rehabilitation protocol. Conclusion: the patient-reported outcomes showed significant improvements at 6- and 12-month postoperation following mis-tlif; the d ifferences in those with tipeek versus peek cages were minimal with tight cis. Fusion rates in both groups were ¿90%, with tipeek cages showing higher fusion rates at 6 months after the procedure. See attached literature article.

Manufacturer narrative:
A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. D.4. Product identifiers are unknown. G.2. Country: thailand g.3. 510(k)# is unknown. H.3. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Weerasak singhatanadgige, nattapat tangchitcharoen, stephen j. Kerr, teerachat tanasansomboon, wicharn yingsakmongkol, vit kotheeranurak, worawat limthongkul "a comparison of polyetheretherketone and titanium-coated polyetheretherketone in minimally invasive trans foraminal lumbar interbody fusion: a randomized clinical trial" world neurosurgery 168: e471-e479, december 2022. Doi: 10.1016/j.wneu.2022.10.006. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.